Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed, and a 24mm watchman flx closure device was implanted. Approximately one-month post-implant the patient experienced a stroke. The patient was admitted to the hospital and admitted to missing multiple doses of their prescribed eliquis. Four days after admission, the patient was discharged from the hospital to a rehabilitation facility and is expected to make a full recovery.